Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic splenectomy procedure, upon using the device trocar, it was noted that the sliding between the dilator and the cannula was not smooth and the dilator was not inserted smoothly. When the surgeon inserted the device to the trocar in order to remove the specimen it could not be inserted due to insufficient lubrication and stuck in the lower seal and the shaft tip was slightly turned up. They applied a large amount of sterile jelly to the lower seal and spread the sterile jelly evenly with the dilator. After improving the lubrication effect, the device was inserted again. Although there was a little strange feeling, the specimen was successfully retrieved. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the seal for the flip top converter appeared intact. The circular seal was intact. The obturator was received inserted into the cannula. Prolonged insertion can cause the duckbill seal to become stretched. The trocar and obturator appeared intact. A functional evaluation found that the device failed an air leak test. The obturator was inserted and removed into the cannula without restriction. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.